Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support explained that the system reset was a built-in safety feature intended to ensure pump performance, and the pump was functioning as expected. After receiving guidance on necessary actions post-reset, the customer successfully resumed insulin delivery.